Event description:
It was reported that the patient was not able to connect their device with the home monitor and the health care professional was unable to interrogate the device with the programmer in clinic. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.